Manufacturer narrative:
The manufacturer previously received information alleging a ventilator was shut off while on a child. There was no harm or injury reported. Additional information provided after the pil lab investigation: the pil visually inspected the device for visual defects and found the device was returned without a filter and without the detachable battery. Pil retrieved the event log and did not notice any instances of the device shutting down. The pil lab visually inspected the device and found 5 different prescriptions on the device, daytime, nighttime, exacerbation, emergency and weaning. Pil then started therapy with a test lung and used the existing settings for the nighttime prescription. Pil ran therapy for 91 hours and the device operates as expected, the device did not shutdown while running. The event log was retrieved and reviewed and did not have any unexpected errors while running the therapy. The device passed all tests on the multifunctional test station. Summary: pil started and ran therapy under the nighttime prescription for approximately 91 hours and the device operates as expected, device did not shutdown while running and did not note any unexpected errors while running therapy on the device. Pil then post tested the device on the pil trilogy evo multifunctional text station and passed all testing. Pil concluded that the trilogy evo, USA device operates as designed.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator was shut off while on a child. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.